Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure on (B)(6) 2020. During procedure, it was noted that the implantable cardiac monitor was unable to pair with the programmer. The implantable cardiac monitor was not used and was replaced. The patient was discharged post procedure.